Manufacturer narrative:
Expiration date unk as lot is unk. (B) (4). Per quality control specifications and during final inspection, this device is inspected 100%, confirming the distal tip of sheath is sanded and free of rough edges and confirming smooth transition between sheath and dilator at sheath's distal end. Without benefit of a lot number or the returned device for examination, it is difficult to determine with certainty why the physician experienced this failure mode; however, it is possible poor user technique may have contributed: dilator not sufficiently secured to sheath via opti-loc feature. Unless an audible click is achieved between the sheath and dilator, the dilator may back out during advancement creating poor transition at the distal end causing difficult advancement and/or vessel trauma. Device not held at point close to entry site. Grasping the device away from entry site during advancement may cause flexure in sheath/dilator system and increased approach angle creating gap at distal transition causing difficult advancement and/or vessel trauma. We are continuing our monitoring of similar complaints and appropriate internal personnel have been notified.

Event description:
Predilated cfa (common femoral artery) puncture with 6fr sheath then placed 9fr flexor over rosen wire procedure was performed. The obturator snapped back and caused major trauma to anterior cfa wall, necessitating extra closure devices and leading to significant haematoma and blood loss during the case. No additional pt outcome info was provided by the reporter.